Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device, the patient began experiencing discomfort in the area of the device and blood testing revealed the presence of heavy metal ion contamination. It is further alleged that based upon this finding and in light of patient's worsening symptoms, the patient was taken back for revision surgery.

Manufacturer narrative:
Additional information was provided in brand name: product long description, executive summary and explant date. An event regarding revision due to pain & abnormal ion levels involving an unknown metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient revised due to elevated cobalt levels and abnormal chromium levels however, the event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device, the patient began experiencing discomfort in the area of the device and blood testing revealed the presence of heavy metal ion contamination. It is further alleged that based upon this finding and in light of patient's worsening symptoms, the patient was taken back for revision surgery. Update: it is alleged that in operating room around (B)(6) 2016, the patient began experiencing significant left hip pain and discomfort. A physical examination performed by the orthopedic surgeon revealed that patient had tenderness to palpation directly over the lateral aspect of the left hip, symptoms on abduction and flexion of the hip. Diagnostic workup revealed the presence of elevated cobalt levels and abnormal chromium levels. The patient underwent revision surgery on (B)(6) 2016.